Event description:
See also manufacturer report 3004209178-2010-04478. The patient recently had acardiac lead replaced and it may have caused a problem with the ins. It was not possible to adjust the stimulation further information is being requested at this time.

Manufacturer narrative:
(B)(4).